Event description:
A customer reported an issue with their continuous glucose monitor (cgm), specifically encountering a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a complete pump reset, which the customer followed successfully. Following the reset, the cgm error did not reappear, and the customer was able to start their sensor session without further issues.